Manufacturer narrative:
One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the threads, and debris within the drive feature. Product matched print specification where measured (cal 8254, (B)(6) 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 22 (universal) and used for approximately 2 weeks. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review was completed for the subject lot number 2016031473. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016031473) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (xifnt411). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided.

Event description:
It was reported that implant (xifnt411) was removed due to severe pain at the implant site. Patient experienced pain since the implant was placed. Tooth location 22. Site was grafted.